Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2006 (patient gender, age, and weight are unknown). According to the complainant, they started to do the procedure, and began to use the wire. They then realized that the wire was the wrong size. They looked at the package and it states that it is a 450cm but the wire was a 260cm. The procedure was completed with another of the same device. The patient's condition was not available.

Manufacturer narrative:
The device was received inside of the original pouch labeled as jagwire 0.035/450, with lot number 8887513. The dimensional verification performed on the incident device coincided with an extend jag precur/035/260cm straight tip. The customer complaint has been confirmed. The exact root cause and/or circumstances under which the failure occurred cannot be determined based on the return product analysis.